Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the technician is not factory trained and stated the factory trained technician will look at the ventilator when he gets back into town. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays motor fault alarms. The customer reported there is no patient involvement associated with the event.